Manufacturer narrative:
The customer¿s product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results with accu-chek inform ii meter serial numbers (B)(4) when compared to a laboratory result. The patient came to the ER with low blood sugar, vomiting, diarrhea, not eating and other non-reported health issues. At an unknown time while in the ambulance, the patient was given dextrose and on an unknown meter had a result of 112 mg/dl. A meter result of 'lo' means the blood glucose may be below 10 mg/dl. At 5:45 p.m. The meter (uu14193765) result was lo. It was possible the patient was given dextrose at 6:00 p.m.. At 6:03 p.m. The meter (uu14193765) result was lo. At 6:06 p.m. The meter (uu14194357) result was lo. At 6:14 p.m. The meter (uu14194357) result was lo. At 6:18 p.m. The meter results were (uu14194357) 412 mg/dl and (uu14193765) 294 mg/dl. At 5:54 p.m., from a heparin tube, the laboratory result was 56 mg/dl and the meter (uu131005170) result was 51 mg/dl. At 5:54 p.m., from an edta tube, the meter (uu13100517) result was 21 mg/dl. The meter results were believed based on the patients symptoms. The patient is stable with a glucose result of 98 mg/dl.